Event description:
It was reported that when patient presented to the emergency room with symptoms of phrenic nerve stimulation and lead dislodgement on the lv lead was suspected. Patient presented to the clinic and upon interrogation, low voltage pacing did not produce phrenic nerve stimulation. A chest x-ray was performed and lead dislodgement was confirmed. Programming changes were made to have only rv lead pacing. Patient was discharged and a lead replacement was scheduled. Patient was stable prior, during and post clinic visit. During lead repositioning procedure lead stylet did insert. Lead was explanted and a new lead was used. During the lead implant procedure high capture threshold was observed however this was the only place to achieve pacing with sacrifice to the battery longevity. Lead was sutured into place and lead was connected to the device. Device was programmed to achieve biventricular pacing. Patient was stable prior, during and post procedure.

Manufacturer narrative:
The reported field event of difficulty to inserting a stylet was confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Correction : device code updated